Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black customer returned device for an alleged cosmetic damage located at the case, visit to emergency room and was hospitalized for high bgs found on august 24, 2022. Also, on (B)(4), svn: 000314149922 - customer returned device for an alleged high bgs, device /sensor communication anomaly and device /bg meter communication anomaly found on 12-apr-2022, on (B)(4), svn#: 000313993250 - customer returned device for an alleged device /sensor communication anomaly and device /bg meter communication anomaly found on 22-feb-2022 and on (B)(4), svn#: 000313909556 - customer returned device for an alleged device /sensor communication anomaly found on 06-feb-2022. Device was received with a cracked battery tube threads and a cracked case behind the device near the battery tube compartment. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded device to carelink. The device properly paired with test accu-check guide link bg meter. The device communicated properly and recorded the 143 mg/dl test value properly from test accu-chek guide link bg meter. No device /bg meter communication anomaly noted. The device was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The device calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. No device /sensor communication anomaly noted. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical boards force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (26.3 millivolts). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the device case. The device passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Device /sensor communication anomaly and device /bg meter communication anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with unknown blood glucose level. Customer had reported blood glucose value of 800 mg/dl. It was unknown whether the customer was using auto mode or not. The customer did not experience any symptoms such as a result of high blood glucose. The insulin pump was cracked. No further complications were reported. Troubleshooting was not performed. The customer will discontinue to use the device.

Event description:
The customer reported that they went to the hospital on aug. 25, 2022 due to hyperglycemia. Blood glucose at time of the call was 515 mg/dl. The customer most likely used the pump within 48 hours of the event.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.